Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer would receive a no delivery alarm upon using the insulin pump after unplugging from the insulin pump for several hours. The customer's blood glucose was 54 mg/dl. The customer stated that he treated himself with and felt fine. The customer declined troubleshooting for low blood glucose levels. Troubleshooting could not be done because the issue was in the past and had already been resolved. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.